Manufacturer narrative:
In the initial report, the device manufacture date provided 12/31/2007 was incorrect. The correct device manufacture date is january 2008. A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with uveitis in both eyes (ou) at a 13 day post op exam. A brief description from the surgery center indicated the uveitis was a steroid responder. The patient¿s chief complaint was of photophobia and commented on light sensitivity. Topical steroid dosage was increased to resolve the symptoms. The surgery center indicated the symptoms were resolved. Pre-op; best corrected visual acuity (bcva) from (B)(6) 2017. Right eye pre-op 20/20 1.50 x .00 x 90, left eye pre-op 20/20 1.75 x -.50 x 155.